Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h10 12 previously reported events are included in this follow-up record. Product return status 7 devices were received. 5 devices were not available for evaluation. Event confirmation status 7 reported events were confirmed. Evaluation results 5 devices were found to be affected by a crack in the bottom of the battery housing. 2 devices were found to be affected by broken hinges.

Event description:
This report summarizes <noe> 12 </noe> malfunction events in which the device fractured. 2 events had no patient involvement; no patient impact. 10 events had patient involvement; no patient impact.

Event description:
This report summarizes <noe> 12 </noe> malfunction events in which the device fractured. 12 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h10 11 events were originally reported for this failure mode during the reporting quarter. 12 events should have been reported; 1 event was inadvertently excluded. - 12 reported events are included in this follow-up record. Product return status 4 devices were received. 8 device investigation types have not yet been determined. Event confirmation status 4 reported events were confirmed. Evaluation results 4 devices were found to be affected by a crack in the bottom of the battery housing.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 11 events were reported for this quarter. Product return status: 1 device was received. 10 device investigation types have not yet been determined. Event confirmation status: 1 reported event was confirmed. Evaluation results: 1 device was found to be affected by a crack in the bottom of the battery housing. Additional information: 11 devices were not labeled for single-use. 11 devices were not reprocessed or reused.

Event description:
This report summarizes <noe> 11 </noe> malfunction events in which the device fractured. 11 events had patient involvement; no patient impact.